Manufacturer narrative:
Updated fields: b4, e1(initial reporter and email) g3, g6, h2, h6-type of investigation, h11corrected field- h6 investigation findings.

Event description:
N/a

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d9, d10, e1(initial reporter name, email), e3, g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that due to fluid intrusion visible on the front-end board and behind executive board, device would not boot up. The fse replaced both the front-end board and the executive board and reloaded. Performed complete checkout of the device. The unit passed all functional and safety tests before being returned to normal use.

Event description:
It was reported by the customer that during use the cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had a high pitched whistling noise, and the device was not booting up. No harm or injury to the patient was reported.

Event description:
It was reported by the customer that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had a high pitched whistling noise, and the device was not booting up. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(health effect impact code, medical device problem code).

Event description:
N/a.